Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation. The damage is located at the distal end. As a result, the internal wires are exposed. Electrical continuity test was performed and passed. No thermal damage was observed.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) cable was broken. No fragment fell inside the patient. The procedure was completed with no reported injury.